Manufacturer narrative:
(B)(4). The customer provided two images showing the PICC catheter while inside the patient. Visual analysis revealed that the proximal extension line was separated. The proximal hub was not pictured. The customer returned one PICC catheter for analysis. Signs-of-use in the form of biological material inside the extension line. The white proximal hub was not returned for analysis. The catheter body was returned intentionally severed directly below the 37cm mark. The separated portion was not returned. Visual analysis revealed that the proximal luer hub had separated from the extension line. The appearance of the damage appears consistent with a known manufacturing issue; however, this cannot be officially confirmed without the separated luer hub returned for analysis. The catheter body from the juncture hub to the point of separation towards the distal end measured 15.25" (ruler: 10171599), which indicates that at least 7.5"-7.75" was separated and not returned for analysis (per catheter graphic mc-45552-002c rev01). The distal lumen was flushed using a water-filled lab inventory syringe. No leaks or blockages were detected. A manual tug test confirmed the distal lumen was fully secured to the proximal luer. The customer report of luer hub separation was confirmed by complaint investigation of the returned sample. The proximal extension line was separated; however, the separated luer hub was not returned for analysis. The sample passed all relevant dimensional inspection, and a device history record review was performed with no relevant findings. Based on the customer report and the sample received, the root cause cannot be determined without the proximal luer hub returned for analysis. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
Catheter was placed in patient and later found to have one of the hubs broken off the extension line. It was reported during routine dressing change, the white port hub was missing with the clamp engaged and old blood noted on tubing. The device was removed from patient. No patient harm reported.